Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that an innova 2000 sys was experiencing a flickering of the image on the live monitor in the exam room during fluoroscopy. The user reported that the image was unusable when it was flickering. The issue resulted in a degraded image quality that can prevent completion of an exam. No pt injury or death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.